Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, the physician felt resistance when inserting the coil into a progreat 28 catheter. The physician advanced the coil further, and kinked the hypotube. The physician then removed the coil and disposed of it. The physician then flushed the catheter and put in another ruby coil and it went in well. The physician attempted to advance another coil; however felt some resistance. The physician decided to pull the coil out of the catheter, and as he did, the coil detached in the catheter. The catheter was removed out of the patient along with the coil. The physician proceeded to open a new progreat 28 catheter and finished the procedure with more ruby coils without further issues. There was no adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00097. Device was disposed of by the hospital.